Event description:
The customer reported two incidents of leaks noted during usage of this set in the or, after recent conversion to product. One leak occurring during administration of anesthesia, the leak noted in between the two stopcocks, and one leak noted at the stopcock itself. Samples have been requested. Acct. Is assuming that all the samples are from the reported lot number and does not have a sample for the incident in which the stopcock "blew off". States there were no pt. Incidents with any of the occurrences.